Manufacturer narrative:
Additional information: method, results, and conclusions - the device was not returned for evaluation. However, an x-ray was provided and confirmed the reported complaint of post-operative migration. Without product return, the cause of this failure cannot be determined. It is possible that the patient underwent a traumatic incident or had specific characteristics that may have contributed to this event but without further information, this cannot be conclusively determined. The lot number is unknown, so the manufacturing records were unable to be reviewed.

Event description:
It was reported that the closure top was found to have migrated post operatively. The patient underwent revision surgery where the closure top was removed and replaced with an alternate closure top to complete the case. There were no additional reported patient impacts outside of the revision surgery.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the closure top was found to have migrated post operatively. The patient underwent revision surgery where the closure top was removed and replaced with an alternate closure top to complete the case. There were no additional reported patient impacts outside of the revision surgery.